Event description:
An event was reported of (B)(6). Multiple attempts were made to inquire about the incident and to clarify the issue however, the reporter has declined to provide any detail. It was reporter that there was no injury. Since no further information was received on whether the end user could have been injured or harmed this complaint is being filed. If we obtain any further information, a supplemental report will be filed. The event appears to be related to a wheel rear issue.

Manufacturer narrative:
(B)(4). Model t4, serial number/date code (B)(4) is approximately one month old. The owner's manual part number 1110558, rev.h(feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.